Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display issue involving a blank screen after exposure to moisture. Moisture was noted behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, there is visible moisture behind the display screen. On testing, the pump powered on with a blank display screen. A leak test revealed a leak in the display lens. The pump was opened for investigation and revealed moisture throughout the inside compartment of the pump.